Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during routine remote follow up with alerts for atrial lead noise. Noise looked external on electrograms. Noise had no effect on patient. Patient would be further monitored. No patient consequences reported.